Manufacturer narrative:
Analysis was performed by remote service personnel who conferenced in remote clinical support (cs). Cs reviewed the reported behavior and explained that if the chest and rl lead-off alarms had previously been acknowledged by the user, the monitor would not generate a subsequent alarm for the same lead-off condition. In this state, the monitor would continue monitoring using the remaining available leads, effectively operating as a 3-lead configuration. If either disconnected lead were reapplied to the patient, the monitor would automatically resume monitoring with all available leads. A new lead-off alarm would only be generated if the lead was subsequently disconnected again after being reconnected. As part of the investigation, the biomed technician repeated testing using the same monitor, cables, and simulator. Following a power cycle of the monitor, the chest and rl leads were removed from the simulator. During this testing, the monitor generated the expected lead-off alarm, confirming proper device operation. Based on the available information and reproduced test results, the reported issue could not be duplicated after a power cycle. The observed behavior is consistent with the monitor's designed lead-off alarm functionality, whereby acknowledged lead-off conditions do not re-alarm until the affected lead is reconnected and subsequently disconnected again. No device malfunction was identified. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the user not understanding the behavior of leads off alarms after acknowledgement. Clinical support provided an explanation of the monitor behavior when lead is off and acknowledged. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the monitor does not give any indication that ECG leads are off when chest or right leg leads are disconnected from source (simulator). The biomed stated that it only gives leads off alarm when other leads are removed but does not specify which lead has been removed. The device was reported to be in clinical use. No adverse event to the patient or user was reported.